Event description:
It as reported that during a stenting intervention treatment procedure, a shaft break occurred. Access was obtained through the right femoral artery. The target lesion was located in the non tortuous and mildly calcified left anterior descending artery. The physician placed a 2.75 x 32 mm taxus liberte stent in the lesion and was unable to inflate the balloon. The physician removed the device and observed that the catheter was broken. The procedure was completed with another 2.75 x 32 mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Event description:
It as reported that during a stenting intervention treatment procedure, a shaft break occurred. Access was obtained through the right femoral artery. The target lesion was located in the non tortuous and mildly calcified left anterior descending artery. The physician placed a 2.75x32mm taxus liberte stent in the lesion and was unable to inflate the balloon. The physician removed the device and observed that the catheter was broken. The procedure was completed with another 2.75x32mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: the taxus liberte catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The balloon was tightly folded, with no indication of positive (inflation) pressure. The stent was centered between the markerbands and securely attached to the balloon. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter of the proximal balloon bond met specifications. The hypotube separation was 50cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Due to the returned condition of the device, functional testing of the alleged inflation difficulty could not be performed. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).